Event description:
It was reported there was an error when power turned on. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported event; programmer booted up with no errors, however, error found in the programmer error log. It is noted the programmer had a slow boot time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.